Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the rv lead exhibited a dislodgement. The rv lead was not used and a new lead was implanted. The patient was in stable condition.